Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The clamping nut was stuck in a closed grip position. The instrument was disassembled and found with stripped threading creating a jam, thus preventing jaws to remain in close position. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken clamping nut found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the jaws of the vessel sealer instrument would not open "when burning". There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the customer and it was clarified that after the seal was completed, the grips would not open.